Manufacturer narrative:
Qn#(B)(4). No serial number was reported. The serial number on the returned sample is al41020 . The lot number (18f24a0003) recorded on the complaint report matches the lot number for the returned sample. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a clear plastic bag. Upon return, the distal end of the teflon sheath was noted at approximately 48.7cm from the iabc distal tip; fluid/liquid blood was noted within the sheath sidearm. Buckling to the teflon sheath extrusion was noted at approximately 11cm to 11.6cm and 14.3cm to 15.2cm from the distal end of the teflon sheath. The one-way valve was tethered to the short driveline tubing. The iabc bladder was fully unwrapped. A kink to the iabc flex-tip assembly (part of the iabc central lumen) was noted at approximately 1.6cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. No other damage or abnormalities were noted to the returned sample. The customer video was reviewed. The videos show a fluoroscopy view of the patient and iab catheter. The reported complaint could not be confirmed from the review of the video. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Liquid blood was noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp using a lab inventory 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 15 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 1.6cm from the iabc distal tip, which is the location of the previously noted kink. The guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 80.4cm from the iabc luer, which is the location of the previously noted kink. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab "balloon burst" is not confirmed. During the visual inspection of the returned sample, no blood was noted within the helium pathway. The iabc bladder was fully intact with no damage noted. The returned intra-aortic balloon catheter (iabc) was functionally tested with no leaks or alarms noted. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
It was reported "balloon burst". Additional information states that another iab was inserted in the same insertion site to continue therapy. No patient harm or injury reported. The patient's current condition was reported as "fine".